Event description:
As reported by the user, on (B)(6) 2012 a female pt, (B)(6) presented for an endovenous laser treatment. The ablation of the greater saphenous vein was successfully completed with this device and no complications were noted. The treating physician performed a f/u with ultrasound and noted that the pt presented with a dvt in the treated segment. Pt was treated with lovenox. There has been no report of lasting harm or injury due to this event. It was reported that the device was disposed of by the user and unable to be returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The complaint description cannot be confirmed. A review of the hardware service records for this account's vena cure 1470 laser generator (serial number (B)(4)) noted that the unit was returned to angiodynamics after the event for inspection. The unit was tested and was found to have met the acceptance criteria. Angiodynamic's clinical specialist observed the treating physician's technique on subsequent ablations and noted clinical factors such as being gentler with insertion of the tre-sheath/fiber when advancing towards the saphenofemoral junction and delaying pull back of the fiber could present some clinical risk factors for the pt. These techniques could possibly be a contributing factor to the event. The clinical specialist discussed these techniques with the treating physician. Both the instructions for use, provided to the user with the disposable fiber, and the vena cure 1470 laser generator user manual lists thrombosis as a potential complication of an evlt procedure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).